Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, the right ventricular (rv) lead was capped and replaced due to a decreased sensing threshold and an increased capture threshold. The patient was stable with no consequences.